Event description:
Pt reports frequent urination and malaise while using the pt's one touch ultra meter. In 2001, pt tested bg and obtained low readings. The pt felt something was wrong and that the pt's blood glucose should have been higher because of the symptoms the pt was experiencing. Pt's blood glucose readings were in the "mid 30's to low 40's" at first and "105" after the pt ate some food and tested self an hour later. Pt went to the ER, where a lab test revealed the pt had a blood glucose reading of 247 mg/dl. In comparison, a test on the pt's meter produced a reading of 125 mg/dl. Tests were done less than 10 minutes apart. Hcp recommended pt to take 30u of humalin n. Pt was not treated in the ER. Two months later, pt reported incident to lfs. While reviewing control solution test procedures, ccr found that the pt's meter was set to mmol. After receiving instruction for the proper setting to mg/dl, pt reports the readings have been accurate. Two weeks after the pt's call to lfs, pt's hcp change the pt's insulin dosage to a sliding scale based on a lab test. No further info has been reported.